Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to battery tube connector not plugged in properly. The insulin pump was received with cracked display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 400mg/dl. The customer states they treated for the high blood glucose level with manual injections. The customer states the screen went blank, but beeping. The customer replaced the battery, but the display stayed blank. The customer stated that contacts on the battery cap were not missing, damaged or corroded. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not performed. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will not be returned for analysis.